Event description:
It was reported that during a spinal fusion surgery, an ardis peek implant broke. The implant was positioned and upon the third strike with the mallet during insertion, the implant disengaged from the inserter. The implant had not gone into the disc space and was removed with a pituitary clamp. Once removed it was noted that there was a crack running down the side of the implant. There was no impact to the pt and the procedure was completed with another small size ardis implant.

Manufacturer narrative:
Visual analysis of the returned device confirmed the reported event. The most probable root cause of this event was operational contest as the device performance was limited by procedural/anatomical factors. Mfg records reviewed indicated no deviations or anomalies. It is not suspected that the product failed to meet specifications. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time. The info contained herein is being provided to the FDA to comply with regulations relating to medical device reporting and is based on info submitted by others that may or may not be factually correct.